Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for revision for surgery noting: "loose tibial component with impending fracture." And reason for revision nothing: "aseptic loosening."

Manufacturer narrative:
Reported event: an event regarding loosening involving a mets distal femur, tibial stem, was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. A review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a mets distal femoral replacement which was inserted in 2005. The surgeon reported aseptic loosening of the tibial stem with impending fracture. The image provided shows massive radiolucent lines between the cement mantle and implant, and between the cement mantle and bone which indicate that the implant has aseptically loosed. The cortical bone has undergone remarkable remodelling and resorption, and become extremely thin at the bottom of the cement mantle causing risk of fracture. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: a review of the product history records could not be performed as the lot / batch information was not provided. Complaint history review: a complaint history review could not be performed as the lot / batch information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
A patient specific prescription form was received for the patient's right distal femur with reason for revision for surgery noting: "loose tibial component with impending fracture." And reason for revision nothing: "aseptic loosening."